Event description:
According to the reporter, post-operatively, femoral line catheter was inserted on (B)(6) 2022 in medical ICU (intensive care unit) for plasmapheresis. Patient was transferred to ward 56 on (B)(6) 2022 night. Staff nurse in charge of patient found mild leaking surrounding the catheter connector. When reviewed, it was noted that the connector head/luer adapter had fractured and broke off/detached from the catheter. There was leak on the middle (infusion lumen). Prior to the issue, the catheter was not repaired previously (as it was a new set). Nothing unusual observed on the device prior to use (as clarified with physicians who inserted the catheter). It was flushed by physicians who inserted the line, no issue observed, thus went ahead to suture down the catheter for anchoring. 3-way connector attached to the catheter upon transfer to ward 56 was the other product being utilized with the device. Tego was not utilized. No excessive force applied on the device. No manipulation by ward 56 nurses upon transfer. Alcohol swab typically used to clean the hub before connecting 3 way catheter. There was approximately 50mls of blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, femoral line catheter was inserted on (B)(6) 2022 in medical ICU (intensive care unit) for plasmapheresis. Patient was transferred to ward 56 on (B)(6) 2022 night. Staff nurse in charge of patient found mild leaking surrounding the catheter connector. When reviewed, it was noted that the connector head/luer adapter had fractured and broke off/detached from the catheter. There was leak on the middle (infusion lumen). Prior to the issue, the catheter was not repaired previously (as it was a new set). Nothing unusual observed on the device prior to use (as clarified with physicians who inserted the catheter). It was flushed by physicians who inserted the line, no issue observed, thus went ahead to suture down the catheter for anchoring. 3-way connector attached to the catheter upon transfer to ward 56 was the other product being utilized with the device. Tego was not utilized. No excessive force applied on the device. No manipulation by ward 56 nurses upon transfer. Alcohol swab typically used to clean the hub before connecting 3 way catheter. There was approximately <(><<)>50mls of blood loss. Blood transfusion was not required. No intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the luer of the third port was detached from the extension tube. It was reported that the luer adapter detached from the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.